Manufacturer narrative:
(B)(4). A maquet field engineer visited the hospital and inspected the device. The device was returned to service, pending replacement of the bumper. Maquet (B)(4) determined that this type of failure can be caused by repeated collisions/impacts to the bumper. The volista series user manual instructs users to verify the proper attachment of this bumper during the daily checks, prior to use.

Event description:
(B)(4). During operation, the bumper of surgical light main arm axis fell down. There was no impact to patient and no injuries were reported. (B)(4).